Manufacturer narrative:
No further patient information was provided. Service inspected the analyzer and observed the external waste pump was clogged and causing the hcw peristaltic pump to aspirate incorrectly. Service determined the external waste pump kit (09d61-02) to be the cause of the issue and cleared the clog. Cleaning of the part resolved the issue. Review of the analyzer service history identified no additional erratic or discrepant patient result issues were reported. Additionally, there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data in the product monitoring review revealed no systemic issues or trends associated with the complaint issue. The erratic result rates were within acceptable limits with no trends identified. A review of manufacturing documentation and trending data for external waste pump kit identified a non-conformance, potential non-conformance or trends. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 analyzer was identified.

Event description:
The customer obtained a falsely depressed sodium result while performing a lookback after observing the cuvette washer leaking on the architect c16000 analyzer. Sample ID (B)(6) generated an initial sodium result of 117 and repeat of 143 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Service inspected the analyzer and observed the external waste pump was clogged and causing the hcw peristaltic pump to aspirate incorrectly. Service determined the external waste pump kit (09d61-02) to be the cause of the issue and cleared the clog. Cleaning of the part resolved the issue. Review of the analyzer service history identified no additional erratic or discrepant patient result issues were reported. Additionally, there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data in the product monitoring review revealed no systemic issues or trends associated with the complaint issue. The erratic result rates were within acceptable limits with no trends identified. A review of manufacturing documentation and trending data for external waste pump kit did not identify a related non-conformance, potential non-conformance or trend. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect (B)(6) analyzer was identified. Section h10, the second paragraph of the investigation summary was modified to correct an omission in the statement regarding the review of manufacturing documentation and trending data for the external waste pump kit. The initial omitted "did not" and this correction is needed to clarify that the review did not identify any related non-conformances, potential non-conformances or trends. No further updates are required.